Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that overinfused after filling. The actual flow rate was measured for 1 hour at 8 ml/hr. The device was filled with droperidol, fentanyl citrate and ropivacaine hydrochloride hydrate. The patient control module (pcm) was not used. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for (B)(4). At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 1.83 ml/hr (basal), 1.87 ml/hr (bolus), normalized flow rate = 1.88 ml/hr (basal), 1.92 ml/hr (bolus), pcm: averaged dispensed volume = 1.89 ml, specification range (B)(4). The infusor produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.